Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, the surgeon confirmed eyelash shaped foreign materials came out from two spots. It appeared that they were fragments of set screw. The product was used in patient. It was reported that after final tightening, the surgeon found foreign materials at two out of four locations. The surgeon commented there was no gap between the rod and the screw at the time of inserting a set screw as it was an open surgery with in-situ fixation. The concerned product was washed and couldn't be retrieved. There were no patient complications due to this event.